Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02624, 2938836-2019-02627. It was reported that during right ventricular lead revision procedure, high capture threshold was noted on left ventricular lead. The physician attempted left ventricular lead revision, but it was not successful. The patient was discharged and will continue with regular clinic follow up visits.

Manufacturer narrative:
The event date was changed from (B)(6) 2019 to (B)(6) 2011 as the elevated capture threshold was noted at implant.

Event description:
New information received stated the left ventricular lead exhibited high capture threshold since implant. However, the patient was not affected until it was noted on (B)(6) 2019.

Event description:
New information received stated that the capped right ventricular lead and left ventricular lead were explanted during an unrelated lead revision procedure on sep. 26, 2019. An x-ray was performed and it was found that the capped right ventricular lead was touching the new right ventricular lead. It was not known if the leads touching contributed to the anomaly associated with the new lead reported in manufacturer reference number 2017865-2019-13720. The patient was in stable condition post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 6 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.